Event description:
The suspect device result was 271 mg/dl. The user went to the hospital and was treated with an IV. A lab was drawn and the result was 78 mg/dl. Controls were not used and the test strip in use had expired 8/31/2003. The device was replaced and requested to be returned for evaluation.